Event description:
It was reported that the patient had a return of symptoms about a few months prior to the report. The patient was unable to check to see if stimulation was on because of a misplaced antenna. The patient was ¿sure¿ the implantable neurostimulator (ins) stopped working because of its "age". The patient had had recurring urinary tract infections (utis) due to stimulation not working. The patient was reportedly scheduled for an appointment with her healthcare provider to have her ins interrogated. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3889-28 lot# v082511, implanted: 2008 (B)(6); product type lead product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).